Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the force sensor test error was found at power up and unable to calibrate the force sensor. Fluid ingression was found inside the plunger assembly. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a force sensor failure. There was no reported adverse events.